Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment article titled: "strategies for reducing vascular and bleeding risk for percutaneous left ventricular assist device-supported high-risk percutaneous coronary intervention". B3- the date of event/ date of event- end was estimated as 12/21/2022, as this was the published date. D4- the UDI is not known as the part and lot number were not provided. H6 - medical device problem code 1494 clarifier: incorrect anatomy.

Event description:
The aim of this article was to outline optimal strategies to minimize vascular and bleeding complications during impella-supported high-risk percutaneous coronary intervention based on previously identified clinical, procedural and postprocedural risk factors. Practices to reduce complications include femoral skills training, standardized protocols to optimize access, closure, anticoagulation management and post-procedural care, as well as the application of techniques and technological advances. The article mentioned perclose proglide as one of the vessel closure devices to consider for closure techniques. A study was mentioned in this article in which double-perclose closure (off-label in axillary arteries) was performed. It stated that balloon tamponade was used in cases where the perclose was deemed unlikely to provide a successful closure. No vascular complications occurred with the percutaneous axillary technique. Specific patient information is documented as unknown. Details are listed in the article, titled "strategies for reducing vascular and bleeding risk for percutaneous left ventricular assist device-supported high-risk percutaneous coronary intervention."

Manufacturer narrative:
The devices were not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot numbers was not reported, and the packaging was not returned. Reportedly, the proglide smc device was used in an axillary artery. It should be noted the electronic proglide instructions for use (IFU), states: do not use the perclose proglide smc system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, or the bifurcation of these vessels, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). In this case, it is unknown if the reported violation of the IFU caused the reported difficulties. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatments and patient effects are related to the circumstances of the procedure. It is possible a partial capture occurred; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.